Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suddenly stopped receiving effective stimulation. Lead diagnostics revealed multiple low impedances. Reprogramming was performed. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the lead and ipg were repositioned(reference MFR. Report: 1627487-2017-04183). An x-ray was taken and showed the lead had migrated from the epidural space. Therapy was resumed postoperatively and the patient is receiving effective stimulation. Issue has been resolved.